Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during routine check, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure code 50. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge filed service engineer fse evaluated the unit and found motor control pcb was defective. The fse replaced unit with a new motor controller and now machine working ok. Unit returned to customer in good working condition.

Event description:
N/a